Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to charge enough to have a consistent therapy. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was not able to charge enough to have a consistent therapy. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.